Manufacturer narrative:
Based on the claim against the product by the customer noting the recoverable errors displayed on the universal surgical manipulator (usm) 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the proximal set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the set up joint (suj) was received on (B)(6) 2023. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. Once the failure analysis has been completed a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer called the technical service engineer (tse) while setting up and stated that there was a recoverable fault. The customer cycled system power before calling and faults cleared on power up. The tse viewed onsite logs and found error 32100, 32096, 1007, 25730, and 32114 on the universal surgical manipulator (usm) 3. The tse informed the customer that the faults could return during surgery. The tse informed the customer that usm 3 needed service. However, the customer was continuing with system setup. Another caller then called in to report the issue had returned with usm 3. The tse viewed live logs and confirmed 32100 and 307 errors on usm 3. The tse had the customer hard cycle the patient side cart (psc), but the error persisted. The tse inquired if another patient cart was available and the patient cart from sk4223 was available for use. The customer was proceeding with the case using the second psc. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6)2023 during a benign hysterectomy procedure. It was noted that the second patient side cart (psc) was brought in after ports were placed to replace the original psc. The original psc had already been docked to the patient when the issue returned. There was close to an hour procedure delay due to the issue requiring the customer to swap pscs. The procedure was completed robotically with the second psc and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set up joint (suj) unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the returned proximal set up joint (psuj) could not replicate nor confirm the customer reported complaint of getting multiple errors. The suj unit was placed on the system and the issue was unable to be replicated. The suj nit was placed on the patient side cart (psc) fixture test platform (pftp) and passed all tests.

Event description:
Refer to h10/h11 for follow-up information.